Event description:
It was reported that unspecified bd¿ preanalytical systems had erroneous potassium result.

Manufacturer narrative:
Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, none were received. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, none were received. Based on the severity and occurrence of the reported condition there will be no further actions. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, none were received.

Event description:
It was reported that unspecified bd preanalytical systems had erroneous potassium result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ preanalytical systems had erroneous potassium result.